Event description:
It was reported by service report that the bed was stuck in an elevated position, and would not ascend or descend. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results - damaged motion interrupt pan hindered bed motions.